Manufacturer narrative:
(B) (4). The ge svc rep replaced the power supply. The system operates as intended.

Event description:
The customer reported that the column's up down button was not working. No pt injury was reported.